Event description:
It was reported that this pacemaker was exhibiting farfield sensing and ventricular sensing on the right atrial (ra) lead and that resulted in atrial tachy response (atr). Technical services (ts) was consulted and recommended reprograming options. No adverse patient effects were reported. This device remains in service.